Event description:
It was reported that pump displayed a minimum fill notification while caller was attempting to load a new insulin cartridge. There was no adverse impact to the customer's blood glucose level. Caller reloaded the same cartridge, successfully resumed insulin delivery, and was advised by technical support to call back for live troubleshooting if the issue reoccurred, which caller understood and acknowledged.